Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted, (B)(6) 1993 revision - (B)(6) 1992. Date implanted, (B)(6) 1996 revision - (B)(6) 1993 . Date explanted - (B)(6) 1993. Date explanted - (B)(6) 1996. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 1992. Subsequently, patient underwent a revision procedure on (B)(6) 1993 due to dislocation. Patient was further revised on (B)(6) 1996 due to dislocation.